Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the tip of the bd insyte¿ IV winged catheter was found damaged. The following information was provided by the initial reporter, translated from chinese: "the nursing staff examined the indwelling needle and found that the head of the catheter tube was bifurcated. The indwelling needle was sealed and retained immediately, and a new indwelling needle was replaced, registered and reported.".

Event description:
It was reported that the tip of the bd insyte¿ IV winged catheter was found damaged. The following information was provided by the initial reporter, translated from chinese: "the nursing staff examined the indwelling needle and found that the head of the catheter tube was bifurcated. The indwelling needle was sealed and retained immediately, and a new indwelling needle was replaced, registered and reported."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.